Event description:
Consumer reported complaint for error message (e-3). The customer reported feeling dizzy and lightheaded; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 101 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/30/2024 and open vial date is (B)(6) 2023.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy and lightheaded. Meter and test strips were not returned for evaluation. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.